Event description:
Customer reported diminished battery life. There was no adverse impact to the customer's blood glucose level. Customer declined further assistance and no additional action was taken.